Manufacturer narrative:
Additional information: the reported issue was found to be a duplicate submission. MDR 1723170-2017-01809 was found to be a duplicate of MDR 1723170-2017-01803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/05/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Wheel on right side of navigation system has fallen off. The screw sheared off and half of it remains inside of the base of the navigation system. Hardware parts replaced. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that the wheel on right side of a site's navigation system had fallen off. The screw sheared off and half of it remains inside of the base of the navigation system. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.